Event description:
Healthcare professional (hcp) reported that a patient was injected in middle third with 1ml juvéderm® voluma¿ with lidocaine, in ck4 top model look with 0.5ml juvéderm® voluma¿ with lidocaine, in jw1, jw3, jw4, c6 with juvéderm® volux¿, and in ck3 soof, nasolabial fold, and lip corner with juvéderm® volift¿ with lidocaine. Approximately three weeks later, patient reported to hcp "cancelling revision due to being with (non-device related) flu process." About a week and a half after that, patient consults hcp due to inflammation, hardness, and discomfort in the right part of the face, peripheral to infiltrated zones in lower third. Patient presented with non-device related herpes that associates with previous flu process. Hcp recommended oral scheme of corticosteroids for the described inflammation, patient refers not wanting to take them, proposed to take half dose and assess according to evolution. Patient is prescribed deflazacort 30mg once a day and varidasa every 8 hours. Four days later, patient consults hcp due to generalized inflammation in middle and lower third, pain, burning, fever, hardness of the product, limitation at eating, persisting (non-device related) herpes in resolution, and late inflammation in middle and lower third near treated zones bilaterally. Patient notes going to the emergency department where medication prescribed was stopped, was advised by dermatologist that they had too much product and bad positioned. Medical report from same day notes, inflammation in facial bilateral area since 48 hours associated to febrile sensation, odynophagia without cough, bilateral facial tumor in parotid and submandibular zone with increase in the temperature of hard consistency about 3 cm of diameter, and tumor in right maxillary area of less size. Also noted non-device related soft tissue infection secondary to treatment with botulinum toxin. Treatment provided as amox/clavulanico 875/125 7 days, prednisone 30 mg 5 days. Symptoms ongoing/unresolved. This is the same event and the same patient reported under emdr-16774. This emdr is being submitted for the serious unexpected adverse drug experience. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-16770), (B)(6) (emdr-16783), and (B)(6) (emdr-16785). This emdr is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine injected in middle third.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection, deemed not device related, is considered an unexpected adverse drug experience.